Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was returned for analysis. A visual and tactile examination found that a strut lifted 13mm from the distal end of proximal markerband. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-sep-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The non-totally occluded, eccentric and de novo target lesion containing a >= 90 degree bend was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 3.00x38mm promus element ¿ long stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.